Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer was slow to boot up, and then when the caller inserted the service diskette, the programmer reboots with a message that is seen before getting to the model select screen. Technical services had the caller cycle the power and the message cleared. The programmer was restored and remains in use. There was no patient involvement.